Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 501 mg/dl and current blood glucose level was 106 mg/dl. Customer other relevant blood glucose level was 450 mg/dl. Customer was experienced nausea and vomiting because, of high blood glucose. Customer declined trouble shooting for high blood glucose. Customer also stated that the insulin pump did not alarmed insulin flow blocked alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.